Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device leaked blood. The following information was provided by the initial reporter: when the connector is connected to the cvc to check the blood is drawn back, there is blood leakage in the connector.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experiecned leakage and device damage/deformation while still considered operable. The following information was provided by the initial reporter, translated from chinese to english: when the connector is connected to the cvc to check the blood is drawn back, there is blood leakage in the connector.

Manufacturer narrative:
The following information has been updated/added: b.5. Describe event or problem: it was reported that the bd q-syte¿ luer access split-septum stand-alone device experiecned leakage and device damage/deformation while still considered operable. The following information was provided by the initial reporter, translated from chinese to english: when the connector is connected to the cvc to check the blood is drawn back, there is blood leakage in the connector. D.1 medical device brand name: bd q-syte¿ luer access split-septum stand-alone device. D.10 device available for eval?: yes. D.10 date returned to manufacturer?: 2021-10-08. F.10 imdrf annex a code(s): a0504, a0401. H.3. Device returned to manuf.?: yes. H.3. Device eval by manufacturer?: yes. H.6 investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Upon inspection of the photo, it was identified that blood was present inside of the q-syte device. The blood was visible between the column and top body of the device which is indicative that leakage did occur. The reported defect was confirmed. Further inspection found damage to the bottom disk. A circular cut was present on the bottom disk of the septum which allowed for leakage to occur through the vent holes. Due to the location and type of damage, it was determined the defect most likely originated during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H.6 investigation conclusion: reported defect of leakage was confirmed. Root cause was determined to be most likely manufacturing related. H3 other text : see h10.